Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail and proximal screw are undetermined. The radiographic and clinical data created at the time of the follow up visit were reviewed by a sign orthopedic surgeon. Replacement of the sign im nail has not been scheduled yet for this patient. A follow up report will be sent when new information for this patient is received. Sign fracture care international will continue to monitor these events as part of our post market activities.

Manufacturer narrative:
A follow up surgery was performed to implant a sign im nail for this patient. The sign im nail implanted was a 10mm x 340mm, standard nail using two proximal screws and two distal screws. The fracture site was originally reported as being the left femur. The surgical information given for this report indicates the fracture site is the right femur.

Event description:
It was reported on (B)(6) 2015, that a sign im nail and 1 proximal screw implanted to repair a fractured left femur, were found to be broken during a follow up visit. The replacement sign im nail has not been implanted as of this date.